Event description:
It was reported that the sheath lost aspiration and drew in air. During a pulse field ablation (pfa) pulmonary vein isolation (pvi) to treat atrial fibrillation a faradrive steerable sheath clear was used. The transseptal puncture, pre-mapping, and ablation portions of the procedure were completed without issue. After each catheter exchange and reintroduction the sheath was aspirated successfully. When post-mapping was performed and a non-boston scientific mapping procedure was inserted into the sheath air was continuously drawn back into the syringe during aspiration. The sheath was replaced and the procedure was completed. No patient complications were reported. The faradrive steerable sheath clear has been received at boston scientific's post market laboratory where it is awaiting analysis.

Manufacturer narrative:
The faradrive steerable sheath clear was returned to boston scientific for analysis. Upon receipt at the post market quality assurance laboratory the sheath underwent visual inspection, leakage testing, dissection, and microscope inspection. No outer abnormalities were observed. The faradrive sheath failed leak and aspiration testing. Leakage at the handle was observed during positive pressure testing. A steady flow of air was observed to be drawn into the syringe during aspiration testing. The device was dissected and examined under the microscope to locate the source of leakage. No damage was observed on the external hemostatic valve. However, the internal hemostatic valve was inspected, and tears were found by the center slit, indicating a potential source of leakage and visible air/bubbles. The damaged valve compromised the device's ability to seal pressure and fluid. The reported clinical observations were confirmed by the analysis results.

Manufacturer narrative:
The faradrive steerable sheath clear has been received at boston scientific's post market laboratory where it is awaiting analysis.

Event description:
It was reported that the sheath lost aspiration and drew in air. During a pulse field ablation (pfa) pulmonary vein isolation (pvi) to treat atrial fibrillation a faradrive steerable sheath clear was used. The transseptal puncture, pre-mapping, and ablation portions of the procedure were completed without issue. After each catheter exchange and reintroduction the sheath was aspirated successfully. When post-mapping was performed and a non-boston scientific mapping catheter was inserted into the sheath air was continuously drawn back into the syringe during aspiration. The sheath was replaced and the procedure was completed. No patient complications were reported. The faradrive steerable sheath clear has been received at boston scientific's post market laboratory where it is awaiting analysis.